Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that ablation could not be performed due to low temperature reading of the catheter. During a cavotricuspid isthmus (cti) ablation procedure, an intellanav stablepoint open-irrigated catheter was selected for use. When ablation was attempted, the error message "temperature out of range" was displayed on the maestro generator. The temperature reading was 23 degrees celsius while the catheter was inside the patient; however, a temperature reading of 36 degrees celsius was expected. The catheter cable was replaced, but the problem was not resolved. Subsequently, the catheter was replaced, and the procedure was successfully completed with no patient complications.